Event description:
It is reported that the pt's knee was revised due to a broken articular surface.

Manufacturer narrative:
One photograph was returned of the explanted articular surface, confirming the fracture of the device. The locking feature at the anterior portion of the articular surface fractured off. There is also a significant gouge on the anterior edge of the bottom surface, likely the result of removal of the articular surface. No devices were returned for review. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthritis. Trialing with a 13mm articular surface have excellent stability, good tracking, and full extension. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. Review of revision operative notes confirms patient underwent a revision total knee arthroplasty due to a failed total knee. The articular surface was found to be loose inside the tibial plate with the locking mechanism fractured. The fractured locking mechanism piece was found imbedded in the synovium. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.